Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device migration/ migration of essure device location of device: uterine cavity"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. B80780) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast feeding, vaginal delivery and abortion. Previously administered products included for prevent pregnancy: mirena in (B)(6). In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic, pain") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced headache ("severe headaches") and migraine ("migraines"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), hormone level abnormal ("hormonal changes") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, headache, hypersensitivity, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, alopecia, device breakage and genital haemorrhage had not resolved and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014: hysterosalpingogram (hsg) (as per pfs). Result of the test: unilateral occlusion (left tube occluded). Healthcare provider result: test technician told me one essure was floating and the other was in place. On (B)(6) 2014: hysterosalpingogram (hsg) (asper mr). Reason for exam: sterilization. Impression: bilateral essure implants place. Obstructed right tube, patent left tube. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received. Event device dislocation was updated to migration of essure device location of device uterine cavity. Events per pfs: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device migration/ migration of essure device location of device: uterine cavity"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. B80780-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast feeding, vaginal delivery and abortion. Previously administered products included for prevent pregnancy: mirena in 2007. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic, pain") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced headache ("severe headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, genital haemorrhage, pelvic pain, headache, hypersensitivity, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and alopecia had not resolved and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014: hysterosalpingogram (hsg) (as per pfs) result of the test: unilateral occlusion (left tube occluded) healthcare provider result: test technician told me one essure was floating and the other was in place. (B)(6) 2014: hysterosalpingogram (hsg) (asper mr), reason for exam: sterilization. Impression: bilateral essure implants place. Obstructed right tube, patent left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update(invalid batch no.) Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B80780) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast feeding and vaginal delivery. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In 2014, the patient experienced pelvic pain ("severe pelvic, pain"). On an unknown date, the patient experienced headache ("severe headaches"), hypersensitivity ("allergic reaction"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (I underwent hysteroscopy to remove the essure device due to complications). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, headache, hypersensitivity, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, alopecia, device breakage and genital haemorrhage had not resolved. The reporter considered alopecia, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2014: hysterosalpingogram (hsg) (as per pfs). Result of the test: unilateral occlusion (left tube occluded). Healthcare provider result: test technician told me one essure was floating and the other was in place. (B)(6) 2014: hysterosalpingogram (hsg) (asper mr). Reason for exam: sterilization. Impression: bilateral essure implants place. Obstructed right tube, patent left tube. Most recent follow-up information incorporated above includes: on 18-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Lot number (b80780) added. Essure removal date ((B)(6) 2014) added. Events hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, dysmenorrhea (cramping), hair loss, device breakage and abnormal bleeding (general) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device migration/ migration of essure device location of device: uterine cavity"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no: b80780-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast feeding, vaginal delivery and abortion. Previously administered products included for prevent pregnancy: mirena in 2007; for an unreported indication: sertraline and vitamin d. In april 2014, the patient experienced pelvic pain ("severe pelvic, pain") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced headache ("severe headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, genital haemorrhage, headache, hypersensitivity, hormone level abnormal, menorrhagia, migraine, dysmenorrhoea and alopecia had not resolved, the pelvic pain and vaginal haemorrhage was resolving and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014: hysterosalpingogram (hsg) (as per pfs). Result of the test: unilateral occlusion (left tube occluded). Healthcare provider result: test technician told me one essure was floating and the other was in place. On (B)(6) 2014: hysterosalpingogram (hsg) (asper mr). Reason for exam: sterilization. Impression: bilateral essure implants place. Obstructed right tube, patent left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: new pfs received- outcome of event pain, vaginal bleeding from not recovered/not resolved to recovering/resolving were updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device migration/ migration of essure device location of device: uterine cavity"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. B80780-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast feeding, vaginal delivery and abortion. Previously administered products included for prevent pregnancy: mirena in 2007. In april 2014, the patient experienced pelvic pain ("severe pelvic, pain") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced headache ("severe headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, genital haemorrhage, pelvic pain, headache, hypersensitivity, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and alopecia had not resolved and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: 21aug2014: hysterosalpingogram (hsg) (as per pfs) result of the test: unilateral occlusion (left tube occluded) healthcare provider result: test technician told me one essure was floating and the other was in place 21aug2014: hysterosalpingogram (hsg) (asper mr) reason for exam: sterilization impression: bilateral essure implants place. Obstructed right tube, patent left tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: ccc updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/ migration of essure device location of device: uterine cavity') and device breakage ('device breakage') in a (B)(6) female patient who had essure (batch no. B80780-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast feeding, vaginal delivery and abortion. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: sertraline and vitamin d. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic, pain") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced headache ("severe headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, headache, hypersensitivity, hormone level abnormal, migraine, dysmenorrhoea and alopecia had not resolved, the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: * (B)(6) 2014: hysterosalpingogram (hsg) (as per pfs) result of the test: unilateral occlusion (left tube occluded) healthcare provider result: test technician told me one essure was floating and the other was in place (B)(6) 2014: hysterosalpingogram (hsg) (asper mr) reason for exam: sterilization impression: bilateral essure implants place. Obstructed right tube, patent left tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for event pelvic pain and abnormal bleeding (vaginal), menorrhagia, genital hemorrhage were updated to recovered. Seriousness criteria removed for event" genital hemorrhage". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/ migration of essure device location of device: uterine cavity') and device breakage ('device breakage') in a 36-year-old female patient who had essure (batch no. B80780-notvalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast feeding, vaginal delivery and abortion. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: sertraline and vitamin d. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic, pain") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced headache ("severe headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, headache, hypersensitivity, hormone level abnormal, migraine, dysmenorrhoea and alopecia had not resolved, the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014: hysterosalpingogram (hsg) (as per pfs). Result of the test: unilateral occlusion (left tube occluded). Healthcare provider result: test technician told me one essure was floating and the other was in place. On (B)(6) 2014: hysterosalpingogram (hsg) (asper mr). Reason for exam: sterilization. Impression: bilateral essure implants place. Obstructed right tube, patent left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic"), headache ("severe headaches") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (I underwent hysteroscopy to remove the essure device due to complications). Essure was removed. At the time of the report, the device dislocation, pelvic pain, headache and hypersensitivity outcome was unknown. The reporter considered device dislocation, headache, hypersensitivity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.